Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Cracks were seen on the insulation. The insulation was tested for cracked/damages. The insulation failed the insulation integrity test. The probable root causes for insulation are user misuse, improper sterilization methods, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.